Event description:
The customer reported a clear fluid leak of approximately 5 ml from a coulter hmx hematology analyzer with autoloader during startup. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
Customer technical support (cts) did troubleshooting with customer via telephone and had the customer change tubing through pinch valve (pv49) to resolve the leak, but afterward the instrument did not provide differential results, the h&h (hemoglobin and hematocrit) check failed and the diff mixing chamber was not draining. The customer had threaded (installed) the tubing at pv49 incorrectly and was to reinstall it, calling cts back if issue was not resolved. No further issues were reported by the customer. Service was not dispatched to the site for this event. (B)(4).